Event description:
It was reported that a pt underwent a carotid endarterectomy using a gore acuseal cardiovascular patch for angioplasty. At 6-9 months following the procedure, the pt presented with pseudointimal hypertrophy of the intraluminal surface of the patch. The patch remains implanted; however, a stent was also placed to treat the stricture.

Manufacturer narrative:
Method - the device lot number could not be obtained and therefore an eval of the mfg records cannot be performed.